Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700 , model: sc-2317-70, serial: (B)(4), batch: 5066986.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein two new leads were added to the upper thoracic and cervical space. It was noted that the patients best programming was at the bottom of the old leads so the physician decided to remove the top two portions of the old leads and replaced it with the new leads into those specific ports. The patient was doing well postoperatively. The old leads were unhooked and remain unused.